Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a (B)(6) 2020 rotator cuff repair procedure a dual wave pump was being used with outflow tubing. The surgeon and surgical tech threw the cassette off of the field but somehow left the red waste tube in the sterile field for the entire case, effectively pumping the fluid through the joint space, through the outflow cassette on the pump and back onto the patient. The surgeon realized this as the case was concluding. The inflow was attached to the proper inflow port and the outflow cassette was properly inserted. Both arrows showed on the dual wave pump. Surgeon wants to be sure that what came out of the waste tube and back onto the sterile field would still be considered sterile with no risk of infection to the patient or staff. Update 9/4/20: the arthrex product manager has reviewed the incident and confirmed the following: the tubing setup performed by the account is incorrect and the red waste tubing line should not be left in the sterile field. Dfu-0244, which comes packaged with the device, includes setup instructions that the red waste tubing should be connected to a ¿waste system". Due to the fact that the dualwave pump was incorrectly setup, arthrex did not test for the situation presented and does not have documentation that can definitively say there is no risk of infection.